Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was shorted than usual. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that 3 of the sensors did not have signal from new sensor start to use. The patient removed the sensor and found that the electrode was shorter than usual. Because of this event, the patient lost 3 sensors. The sensor will not be returned for analysis.